Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24 sept 2016, so no UDI required. E1 reporting institution phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue multi-measurement modules x2 indicating that the device shows speaker error. It is unknown if the device produced sound. It is unknown if the device was in use at the time of the event and there was no adverse event reported.

Manufacturer narrative:
No analysis was performed. The product malfunction was unable to be confirmed because the customer rejected the cost and the device was returned unrepaired. A review of the service history for this device shows the problem has not been reported again for this device.